Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n358207, product type: screening device. Product ID: 3550-39, lot# n356349, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial#(B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s pacemaker reached an elective replacement indicator (eri) on (B)(6). This was after approximately 3.5 years of implant. The atrial outputs had been programmed to 1.5v at 0.4 milliseconds. The right ventricle outputs were set to 2.0v at 0.4 milliseconds. The lead impedances were 600-700 ohms. After device interrogation it was found that the battery impedance was high and the battery voltage was low so it was not a false eri and the battery was depleted. It was noted to have likely been caused by parasitic current from a circuit component. The physician was concerned that the lead might be the source of the parasitic current drain or that there was some sort of interaction with the patient¿s implantable neurostimulator (ins). Upon preliminary manufacturer analysis there was nothing to point to the lead or the ins as the cause of the pacemaker battery depletion. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.